Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. Diagnostic imaging did not reveal any physical anomaly, but insulation degradation was suspected. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.